Event description:
It was reported to philips that system's table was making spontaneous, uncommanded movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported the uncommanded table movement. No further information regarding the issue has been provided. No service has been performed by philips since the case was cancelled and addressed in different wo. To date, there have been no further reports on this issue. The codes were updated based on the investigation outcome.